Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. The revision surgery was completed with no issue or adverse consequences to the patient.

Event description:
Information was received that during the device implantation, the sleeves were placed through the targeting arm as per the surgical technique however the screws missed the nail resulting in an additional hole being drilled in the bone and the process having to be repeated.